Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm tubing was defective damaged. After the patient was given an indwelling needle, it was found that there was a crack in the extension tube and there was fluid oozing, and the catheter was removed and the new catheter was reinserted.

Manufacturer narrative:
1. The customer returned 1 video, no defective sample. The video shows that there is leakage at the extension tubing, but the damage status of the extension tubing cannot be identified. 2. DHR/bhr review (lot#3262325) 1-this batch of products were assembled at intima ii auto line 2 in october 2023, and packaged at r240 package line in october 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the extension tubing batch used in this batch of products is 3237754, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the extension tubing. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: the returned video shows that there is leakage at the extension tubing, the root cause of this defect cannot be determined because the manufacturing process and the retained sample are not abnormal, similar complaints have not been received from other hospitals regarding this batch of products, and the defective sample has not been received for further testing.

Event description:
No additional informaiton provided.